Event description:
It was reported that the patient called the clinic due to having symptoms that appeared to be related to pacing at vvi 65. It was also reported that the clinic had the patient send a carelink transmission to the clinic which showed the device was at elective replacement indicator status after less than five years post implant. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient called the clinic due to having symptoms that appeared to be related to pacing at vvi 65. It was also reported that the clinic had the patient send a carelink transmission to the clinic which showed the device was at elective replacement indicator status after less than five years post implant. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.